Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported upon removal of the portex® epidural catheter part of the catheter broke off and remained in the patient. On 12/09/2016 additional information was received stating that 'the needle was removed'; however, the method of removal and whether the patient received treatment related to its removal is unknown.